Event description:
Litigation papers allege, the patient suffered pain and disability and was exposed to chromium and cobalt. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt. Doi: (B)(6) 2007, dor: none scheduled at this time (right side). Doi: (B)(6) 2007, dor: none scheduled at this time (left side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - sales rep reported revision for left hip due to recall. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012, (left hip). Update: (B)(6) 2012 - sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012, (right hip). Update: der rcvd via sales rep for left hip - updated dor, sales rep information, surgeon name and sleeve- patient revised to address metallosis.